Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was hit in the ins site while playing around. The patient reported gradual soreness at the ins site. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2019. The patient also reported that their patient programmer (pp) batteries were dead. No further complications are anticipated.